Event description:
It was further reported there was a 100% jailing of tiny marginal branch resulting in timi flow degradation from 3 to 0 inside the branch. No intervention was performed to treat this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2011, the patient presented due to silent ischemia and was referred for cardiac catheterization. The target lesion was de novo lesion located in the proximal left circumflex artery (lcx) with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.5 mm x 28mm ion us coa stent, with 0% residual stenosis. During the index procedure after the placement of 3.5 mm x 28 mm ion us coa stent the patient experienced minimal residual chest discomfort which was treated with (intravenous) IV nitroglycerin, integrilin and morphine sulfate. On the following day, the patient was discharged on aspirin and clopidogrel.